Event description:
Additional information: the kinking was first noticed about 6-months post heartmate ii implantation. The doctor thought it was a kink in the outflow cannula due to patient chest anatomy. The hospital was unable to provide the date the thrombus was first identified.

Manufacturer narrative:
Section b3: event date was estimated to be about 6 months post implantation. Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed through this evaluation as no images were provided and there is no product available for investigation. Additional information was requested, but not provided. The heartmate ii lvas IFU contains information regarding the preparation and attachment of the sealed outflow graft. This document instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft. This IFU also explains that pump flow is estimated based on pump power. Additionally, this IFU provides information regarding anticoagulation therapy and the recommended inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Event date is unknown. The thrombus on (B)(6) 2020 is reported under MFR # 2916596-2020-01462. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a computed tomography scan to evaluate for thrombus on (B)(6) 2020 and it was noted that there was unchanged kinking at the mid part of the outflow cannula as well as no significant change to a 5-mm thick circumferential rim hypodense area inside of the cannula between the abdominal wall and the mid part of the outflow cannula that was probably of thrombus formation. The date that the kinking and possible thrombus were first visualized is unknown.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.